Manufacturer narrative:
Additional analysis of the returned ins (serial # (B)(4)) was performed. This analysis identified inherent damage to the grommet which was the result of the placement of a second set screw after the ins was assembled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) found an additional setscrew present underneath the grommet. The grommet had a punchout hole and cosmetic cuts. After removal of the grommet and extra setscrew, the extra set screw had broken pieces of silicone in the recess where the hex wrench would be inserted. The original setscrew was found in the correct location and had not been backed out. The original setscrew did not have broken pieces of silicone in the recess where the hex wrench would be inserted. There was damage to the tecothane indicating attempts to turn in the extra setscrew. The original setscrew was able to be tightened to a lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins screw didn't work. They tried to fix the ins with the tined lead, but this didn't work because the screw was covered with the silicone membrane. They tried it for 15 minutes to get the tined lead fixed, which including changing the screwdriver, and pushing and pulling the tined lead out of the channel, but it wasn't working so they decided to use another ins. With the other ins, the screw fixation was normal and worked. The issue was resolved. No symptoms were reported. The issue occurred during a procedure.